Event description:
It was observed that during device evaluation, the videoscope had foreign material adhered in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation, the component analysis determined the foreign material was silicic acid type and organic silicone. Silicic acid type can originate from chemicals and tap water, and organic silicone originate from chemicals such as anti-foaming agent. It is likely that the remaining foreign material was caused by chemical residue which failed to be completely removed during a reprocessing. Additionally, water may have remained in the channel and water drops left near the nozzle mouth may have dried inside the nozzle, accumulating as a residual water. Since there were no obvious deviations from the cleaning, disinfection and sterilization (cds) processes, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.